Manufacturer narrative:
The device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, mycobacterium lentiflavum were detected from the sample collected from the subject device. The number of microbes is unknown. The device had been reprocessed using an olympus automated endoscope reprocessor model mini etd2 (not available in the USA) with peracetic acid. The user facility reported that microbes were detected from three different devices including the subject device and there was a possibility that patients (up to 20 patients) who used these devices were infected. However, at this time there is no report of patient infection associated with this report. This is 1st of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. The additional microbiological testing indicated no microbial growth for the distal end and instrument channel of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.